Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation to confirm the customer's complaint. Even though the complaint couldn't be confirmed, the observed failure is a known phenomenon likely resulting from angulation during the positioning of the scope and/or instrument during insertion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿turn the endoscope¿s up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument.¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that during a biopsy from a bronchial lymph node, the needle did not lock onto the bronchoscope. The intended procedure was completed with another device. There was no patient injury or adverse event reported to olympus.